Manufacturer narrative:
This report is submitted january 25, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced pain at abutment site however the issue could not be resolved. Subsequently on (B)(6) 2018, the patient was placed under general anesthesia to remove the abutment. The implanted device remains.